Event description:
A caller reported encountering a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset process, after which the error did not reoccur, and the caller successfully started their sensor session.